Event description:
The hill-rom field technician reported that he found this bed out of service in a storage room and the brakes did not hold. He replaced the worn casters and the bed operated as designed. There were no injuries or patient involvement reported to him.